Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung lobectomy, while performing excision of lung lobe, the connecting rod fell out. They replaced the device to complete the case. There was no patient injury.